Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced endoscope system controller (esc) and common compute controller (ccc) due to error 319. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. The vsc ccc was returned for failure analysis, and the reported connection issue was able to be confirmed and replicated. In system logs review, error 319 was found indicating the fault that had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into the golden system which triggered an additional error, indicating faults on the firefly fiber optic cable (ff4) on the ccc. The firefly optic cable was replaced with a known good cable using an applied behavior analysis (aba) procedure. The vsc ccc functioned as expected, but when cable is switched back to the original firefly optic cable, it fails. The esc was returned for evaluation, and the reported issue was confirmed but not replicated. The issue was confirmed via the system error logs. The esc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. An endoscope was installed, where it functioned normally. The system was left to idle for two hours, and power cycled five times with no issues. The endoscope was inserted and removed five times with no issues. As a result of these findings, no root cause could be determined. The complaint was confirmed based on the field evaluation/failure analysis. Failure analysis was able to conclude that the root cause of the reported event was determined to be a bad firefly optic cable (ff4) in the vsc ccc.

Event description:
It was reported that the customer called before the case started to report repeated 319 faults on the system. The technical support engineer (tse) reviewed the logs and found that the endoscope system controller (esc) was faulting. The tse instructed the customer to hard cycle the vision side cart (vsc) multiple times, but the issue persisted. The customer decided to bring in a second tower. The procedure was aborted to another dv system to complete the procedure.